Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer received a front case assembly with keypad for the pcu. The keypad did not work. The customer returned the part.